Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure for an unknown reason. The explanted device will not be returned as it was disposed by the medical facility.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure for an unknown reason. The explanted device will not be returned as it was disposed by the medical facility. No further information has been obtained despite good faith efforts. Additional information was received that the reason for the spinal cord stimulator (scs) system explant was that the patient was experiencing pain due to lead migration.